Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the compact plus system produced an error not within device specifications. No adverse event reported. Requested return of suspect device, and replacement was sent.